Event description:
The customer that an erroneously elevated accutni (troponin) results were generated by the unicel dxc 600i synchron access clinical system for multiple samples from a single patient over several days. The customer retested the sample via an alternative method and obtained a result within expectations. The results were reported out of the laboratory. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
The actual patient samples were received and evaluated. Sample testing confirmed interference, likely related to alkaline phosphatase for several of the samples from the patient. This is one of six medwatch reports being submitted as seven patient samples over a period of six days were affected. See MDR numbers for all associated reports. 2122870-2011-6300, 6302, 6304, 6305, 6306. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 through october 23, 2010 for additional reportable events.